Event description:
This companion external battery was not in use with a pt. The customer reported that the companion external battery was deeply depleted. She tried to charge the battery for several hours without success. This alleged failure mode poses a low risk to a pt because the issue was observed when the battery was not in use by a pt. In addition, the reported issue would not prevent a companion driver from performing its life-sustaining functions. Companion drivers have redundant sources of power. Syncardia has requested that the companion external battery be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.